Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The transmitter with the glucose sensor simulator communicated properly with the insulin pump. No unexpected weak signal alarm noted. The device had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.